Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error 1260 upon start up, the clock battery is overdue, and the device has a damaged rear top label. The event occurred during testing, there was an no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found cracked housing, bent battery contact, a rusty/contaminated latch lock, and a contaminated dso and uso sensor. An error code 1261 was revealed in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the faulty microprocessor unit board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.